Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the physician tried to reposition the lead and it was noted that the helix did not extend all the way. This led to higher than desired capture threshold measurements. The lead was taken out and replaced with a new lead without issue. The procedure concluded successfully without adverse event and the patient remained stable before, during, and afterwards.